Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2025-01852 - device 1 of 6 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set cannula kinked events on 20-jan-2025. The symptoms occurred within 3 or more hours of insertion. The insertion site was abdomen. The infusion set was in use for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.